Manufacturer narrative:
The patient was born on an unspecified date in (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was due to poor environment or source of water. The patient was hospitalized on the same day as the onset. On an unreported date, the patient was treated with unspecified antibiotics (doses, routes and frequencies not reported) for the event. At the time of this report, the patient was not recovered from the event. Ten days after event onset, the patient was transferred to hemodialysis, the antibiotic treatment and pd therapy were discontinued. No additional information is available.